Event description:
The patient experienced a shocking sensation in his normal paresthesia coverage area even though the ins was turned down to 0v. The ins was still technically on when it was interrogated. A few of the contact impedance measurements were greater than 3,600 ohms. His ins was reprogrammed. All of the open circuit contacts were programmed off and the patient felt good coverage/stimulation.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead accessory: model 3550-29, lot# n213163, implanted: (B)(6) 2010, explanted: na.